Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient's ipg rotated in the pocket site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The patient underwent surgical intervention wherein the patients ipg pocket site was revised. The patient had ipg moved deeper into the pocket. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patients ipg pocket site was revised. Patients ipg was moved in deeper and therapy was restored post operatively.